Event description:
The facility reported a pump with a failure on channel "c." This problem was identified during biomed testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The reported condition of a pump with a failure on channel "c" was confirmed. Inspection of the device by baxter found that the cause of the reported condition was due to an inoperative "channel select" key on channel "c." The problem was determined to have been caused by a defective phm (pump-head module) keypad on channel "c." The phm keypad on channel "c" was replaced to fix the problem. This issue is being investigated under CAPA.